Event description:
Surgeon was using a pack of 0 ethibond excel® polyester suture "pops", that comes in an eight pack. These sutures are designed to release from the needle under a certain amount of tension. He states that this pack seemed to release under less than usual tension, altering his suture process, and one needle came free from the suture and fell to the floor, presenting a safety concern of possible mishandling. No injury occurred, but he states this has been happening recently with other packs of this same type of suture.